Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was biological contamination on the cuff balloon on the distal end of the device when returned. Surgical tape was wrapped around the wire harness. Electrically, resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.4 ohms (blue with clear tubing), 3.5 ohms (red), and 3.2 ohms (red with clear tubing) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the device, especially near around the shrink band on the proximal end of the device, and the electrode resistances remained in specification. Functionally, for additional analysis, the device was connected to a nim system and the exposed distal electrode contacts were submerged in saline to perform an electrode test and functional testing and, while manipulating with a stylette, the device passed the electrode check and had no erratic feedback/noise during functional testing. There was no intermittent behavior during stylette manipulation. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube does not recognize vocal on the neuro monitor. The monitor was restarted several times without success. The endotracheal tube was rotated several times without success. There was no patient impact reported.